Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received shock sensations and presented to the emergency room. Upon interrogation, there were no recent events where therapy had been delivered. Also, the right ventricular lead exhibited high, out or range pacing impedance, loss of capture, and loss of sensing. Programming changes were made. The patient presented for revision procedure. During procedure, the right ventricular lead exhibited fracture. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable prior to, during, and following the procedure.